Event description:
As reported: "lag screw could not be tighten properly due to possible damage of the tip of the lag screw driver."

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Manufacturer narrative:
The reported event could be confirmed, since the device was returned and matches the alleged failure. The received lag screwdriver gamma3® was visually inspected we can see heavy scratch marks and deformation on the pegs, and we can also see that the assembly threads have been damaged the crust is flattened up and deformed with slight nick marks on the threads. Functional inspection was carried out with the returned lag screwdriver and lag screw and was found to be fully functional. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. Based on the investigation, the root cause was attributed to be combination of user related and wear problems, as the device has been in use for 9+ years. If any additional information is provided, the investigation will be reassessed.

Event description:
As reported: "lag screw could not be tighten properly due to possible damage of the tip of the lag screw driver."